Event description:
On (B)(6) 2025 the user reported that the ilet belt clip broke. The agent verified shipping information, arranged replacement, and reviewed the return process, including providing a prepaid shipping label. The user was advised to sync ilet data before shutting down the device and to use backup insulin therapy until the replacement device was received, as insulin delivery could not be guaranteed while the pump was unsecured. The user confirmed understanding of all instructions. Blood glucose (bg) not affected. No symptoms or clinical impacts were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.